Manufacturer narrative:
During servicing at zoll, the autopulse platform (sn 35739r) failed initial functional testing due to user advisory (ua) 17 (max motor on time exceeded during active operation) message. The root cause of the observed ua17 was a failed drive train motor, likely attributed to a defective component(s). However, user handling cannot be ruled out due to extensive physical damages noted during the visual inspection. The drive train motor was replaced to address the observed ua. Upon visual inspection, a large crack on the top cover of the autopulse platform, a small crack across the screw well area of the front enclosure, and a broken reset switch cable were noted. The damaged parts were replaced to address the observed physical damages. The observed physical damages are appeared to be the characteristics of user mishandling, such as a drop. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with (B)(4).

Event description:
During servicing at zoll on (B)(6) 2023, the autopulse platform (sn 35739r) failed initial functional testing due to user advisory (ua) 17 (max motor on time exceeded during active operation) message. No patient involvement.